Event description:
The hcp reports a pt experiencing increased pain despite dose increases in the past 2 months. The pt's pain medication has been increased from 1 mg to 3 mg/day with a concentration of 12 mg/dl. The drug used was not reported. The pt has had good efficacy for the last two years. The hcp is not aware of any pt events, medical procedures or reservoir discrepancies. Troubleshooting was being pursued including a possible catheter dye study. A follow up report will be sent if additional info is rec'd.